Event description:
It was reported that there was a patient alert for high impedance. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two - patient alerts for out of tolerance subthreshold lead impedance on (B)(4)-2012 03:00:12 and (B)(4)-2012 15:00:11. Weekly pace lead impedance trend data show an increase for min and max ventricular pace bi impedance = 798 to 2831 ohms peak between (B)(4)-2012.